Event description:
It was reported that the cq cartridge-fp was tearing lenses during advancing and the surgeon decided not to use the lens, no pt contact.

Manufacturer narrative:
Eval results: a work order search was performed for similar complaints within the search, and there were five similar complaints found. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.